Event description:
It was reported that the customer's insulin pump was malfunctioning and unable to complete the fill process. There was no adverse impact to the customer's blood glucose level. Efforts to troubleshoot the issue were unsuccessful, and the customer was adamant about receiving a replacement. To maintain customer satisfaction, technical support approved the replacement of the pump, sent a new unit with updated software, provided training through the source account, and instructed on returning the faulty pump.